Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred on the axiom artis dbc system. The customer reported the x-ray was blocked during examination and the cooling unit turned off. The procedure was cancelled. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed a thorough investigation of the reported event. It was determined that the cooling device of the fd (flat detector) did switch off during a patient procedure and as a result x-ray was blocked. The patient procedure had to be terminated. Improper workmanship during installation and remote damage have been identified as the root cause of broken couplings. A field safety corrective action was introduced to all affected customers. This action was also reported to the FDA under report # 2240869-02/19/16-0006-c.